Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device didn¿t work during an unknown procedure. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded, and cable sheath was cut. Further, keyboard and valve shaft were damaged. The motor, motor cable, keyboard and valve shaft were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. User mishandling might be the most probable root cause for cut in cable sheath, damaged keyboard, and valve shaft. The corroded motor, damaged keyboard and damaged valve shafts would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in france that during an unknown procedure on 1in that during an unknown surgery on (B)(6) 2020, it was observed that the micro tornado hp w handcontrol device was not working. During in-house engineering evaluation, it was determined that the motor on the device was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.